Event description:
Customer mentioned she was in a car accident due to low blood glucose levels in the 20 mg/dl range. The accident involved six cars. Customer stated she was treated at the scene. Customer was the driver at the time of the accident. Customer did not recall any significant events that may have lead the event. Customer stated her blood glucose was 155 mg/dl and hour and half later. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.